Manufacturer narrative:
The initial report inadvertently omitted information regarding the product disposition.

Event description:
The surgeon's office reported that the patient's device could not be interrogated prior to replacement surgery. The explanting facility does not return explanted product to the manufacturer, so the explanted products were unavailable for analysis. No additional relevant information has been provided to date.

Event description:
It was reported that a patient underwent generator replacement surgery due to an inability to interrogate the device during a clinic visit after being at ifi = yes one month prior. The neurologist's programming system was known to be functioning properly. The patient's device was not returned to the manufacturer. No additional relevant information has been provided to date.